Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04916. It was reported that when the patient presented for follow-up in clinic, noise was detected on the ra and rv leads. The leads were explanted and replaced. The patient was stable before, during, and after the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.